Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate adapter. There was no reported impact to customer's blood glucose level. Replacement adapter was sent to customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.